Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00575 and 1225714-2014-00576.

Manufacturer narrative:
This is one of two device reports associated with this event; the associated MFR report numbers are 1225714-2014-00575 and 1225714-2014-00576. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the pt experienced the sudden cardiac event and expired within 24 hours of dialysis. It was further alleged that this event was caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.